Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested a consult review of the implantable cardioverter defibrillator (ICD) stored ventricular episodes. Upon review of the presenting electrogram (egm), ts observed that the episodes contained noise artifacts on this right ventricular (rv) channel that appeared to be oversensed. Further review of the episode, ts determined that the oversensed noise signals led to the ICD device to inappropriately deliver anti-tachycardia pacing (atp) therapy. Ts discussed with the hcp the review findings. At this time, the ICD and rv lead remain in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5163399.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.